Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired. The date of pt's death and implant duration are unk. It is unk if the death was device related. It was additionally reported that a second device, model # 4900, was implanted. Refer to MFR# 6000002-2008-09253. No further details were provided. Info learned from implant patient registry.